Event description:
It was reported that three stents were successfully implanted in the patient's basilar artery and right vertebral artery. Immediately post the index procedure, the patient was found to have had a right pontine stroke. The patient was noted to have left hemiplegia and slight dysarthria but was fluent. During the hospital course, the patient regained some strength in the left side and was discharged to a rehabilitation center. The patient is expected to recover with potential mild disability. The physician believed that stroke was likely related to a "pontine perforated vessel compromise" during treatment of basilar artery stenosis.

Event description:
It was reported that three stents were successfully implanted in the patient's basilar artery and right vertebral artery. Immediately post the index procedure, the patient was found to have had a right pontine stroke. The patient was noted to have left hemiplegia and slight dysarthria but was fluent. During the hospital course, the patient regained some strength in the left side and was discharged to a rehabilitation center. The patient is expected to recover with potential mild disability. The physician believed that stroke was likely related to a "pontine perforated vessel compromise" during treatment of basilar artery stenosis.

Manufacturer narrative:
Conclusion: anticipated procedural complication. A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. The subject device is not available for analysis. From the information available, there is no indication that the reported event is related to product specification nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, stroke is a known and anticipated complication associated with these types of procedures and noted as such in the direction for use (dfu). Therefore a root cause of anticipated procedural complications has been assigned to this event.